Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
The hex dump analysis concluded that the parameter error was successfully reset. It was confirmed the device was operating normally.

Event description:
Boston scientific crm received information that one day after implant, this device was exhibiting loss of capture and an error message. It was concluded that the parameter error put the device back into ship mode which is doo 30ppm. The error was cleared and the device resumed normal functionality. No adverse patient effects were noted.

Event description:
Information was later received that this patient experienced a syncopal episode. The device appeared to be functioning appropriately. A hex dump was performed and will be sent in for review.